Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2012. On (B)(6) 2020, the patient complained that his device was not functioning well. He underwent a surgical procedure on (B)(6) 2021 where all ipp components were explanted and replaced. Patient is stable after the procedure.